Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. Field service was not dispatched for this event. The system check failure mode and accutni+3 calibration failure mode evidenced by customer-provided data along with the elevated patient and qc accutni+3 results are consistent with aspiration failures that could be caused by damaged or prematurely worn peri tubing. The cause of this event was confirmed to be a hardware malfunction. (B)(4).

Event description:
On (B)(6) 2016 the customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated on the customer's access2 immunoassay system (serial number (B)(4)). The issue was identified when the initial samples were reassayed on the customer's alternate access2 immunoassay system (serial number (B)(4)) and the troponin I (access accutni+3) values recovered were lower. The elevated access accutni+3 results were released from the laboratory and corrected reports were issued. The customer was unaware of any patient injury or change to patient treatment in association with this event. The customer reported that primary samples were plasma collected in lithium heparin tubes and centrifuged at 5100 rpm (rotations per minute) for 5 minutes at ambient temperature. The customer indicated that troponin qc (quality control) had been outside the customer's established range after the samples in question were assayed. The out of range qc prompted the customer to recalibrate the assay at which time the calibration failed. The customer performed a system check which failed. During guided troubleshooting, the customer identified a hole in a length of peristaltic tubing associated with the aspirate probes. The customer replaced the tubing to resolve the failed system check.